Event description:
A us distributor returned a monitor and reported monitor does not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The monitor was unable to power on due to a shorted u608 component. The root cause for the shorted u608 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.